Event description:
It was reported that pt underwent knee procedure on (B)(6) 2010. While inserting the implant, the metal tab on the femoral impactor broke. No pt injury or delay in surgery was reported. No further complications were reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a f/u report will be sent to the FDA. This report filed on (B)(6) 2010.